Event description:
The customer received questionable ion selective electrode sodium result on their cobas integra 400 plus analyzer, serial number (B)(4). The customer provided data for four patients, of which one patient had a discrepant result that was reported outside the laboratory. The customer stated that on (B)(6) 2012, they placed a new sodium electrode on the analyzer because the electrode was due to be replaced. The customer then received sodium results they considered low for their patient population. The customer placed the old sodium electrode back on the analyzer on (B)(6) 2012 and repeated the patient samples. The customer believed the repeat sodium results better matched the patient population. The patient's initial sodium result was 134 meq/l. The repeat result was 140 meq/l. The customer stated they were not sending out corrected reports and were considering the initial results to be correct. There were no adverse events. The sodium electrode lot number was 21514054 and the expiration date was (B)(6) 2013. The field service representative found the sodium electrode was faulty out of the box. He replaced the sodium electrode. He performed a check test which met specification. The customer performed calibration and quality control with results that met the customer's specification.